Event description:
It was reported that stent dislodgement occurred. A 3.50 x 20mm synergy xd drug-eluting stent was selected for used. During preparation outside the patient, when the plastic cover removed from the device, the stent was detached from the balloon of the stent delivery system. The procedure was completed with another of same device. There were no patient complications reported.